Event description:
This is a spontaneous case report received from an attorney in the united states, on behalf of a plaintiff in united states on (B)(6) 2016 which refers to a female consumer of unspecified age who had essure (fallopian tube occlusion insert) inserted in (B)(6) 2008 for birth control. Upon information and belief, after this procedure the plaintiff underwent the required hsg (hysterosalpingogram) procedure. After the implant procedure, she began to experience pelvic pains and increased bleeding during menstruation. These symptoms started out minor and gradually increased in intensity. Further, the plaintiff suffered from severe dyspareunia during this period. On or about (B)(6) 2010, she underwent a bilateral salpingectomy as definitive solution to the pain, bleeding, and dyspareunia company causality comment: this case report received from a lawyer on behalf of an adult female plaintiff who had essure (fallopian tube occlusion insert) inserted and experienced pelvic pains, increased bleeding during menstruation and dyspareunia after the implant procedure. Two years later, she underwent a bilateral salpingectomy as definitive solution to the pain, bleeding, and dyspareunia. These events are anticipated according to reference safety information for essure. Pelvic pain, dyspareunia and menstrual pattern changes may occur during essure use. Considering their nature per se and the absence of alternative explanation, causality with essure use cannot be excluded. Since devices removal was required, this case is regarded as incident. Technical analysis has been requested. Further information will be obtained through litigation process.

Manufacturer narrative:
This spontaneous case was reported by a lawyer and describes the occurrence of pelvic pain ("pelvic pains/gradually increased in intensity/ pain") in an adult female patient who had essure (batch no. 626919) inserted for birth control. The occurrence of additional non-serious events is detailed below. In (B)(6) 2008, the patient had essure inserted. On an unknown date, the patient experienced pelvic pain (seriousness criteria medically significant and intervention required), menorrhagia ("increased bleeding during menstruation"), dyspareunia ("severe dyspareunia"), vaginal haemorrhage ("vaginal bleeding"), allergy to metals ("nickel allergy"), dysmenorrhoea ("dysmenorrhea"), alopecia ("hair loss") and abdominal pain lower ("lower abdominal pain") and was found to have weight decreased ("weight loss"). The patient was treated with surgery (hysterectomy (partial) , salpingectomy). Essure was removed on (B)(6) 2010. At the time of the report, the pelvic pain, menorrhagia, dyspareunia, vaginal haemorrhage, allergy to metals, dysmenorrhoea, weight decreased, alopecia and abdominal pain lower had resolved. The reporter considered abdominal pain lower, allergy to metals, alopecia, dysmenorrhoea, dyspareunia, menorrhagia, pelvic pain, vaginal haemorrhage and weight decreased to be related to essure. Diagnostic results (normal ranges are provided in parenthesis if available): hysterosalpingogram - in 2008: total bilateral occlusion. Quality-safety evaluation of ptc: unable to confirm complaint. Most recent follow-up information incorporated above includes: on 15-mar-2019: quality-safety evaluation of ptc. Incident: we received a lot number in this case. A technical investigation will be conducted, including a batch review, and a review of complaint records and other non-conformances data; should any new and reportable information become available as a result, this will be provided in a supplementary report.

Manufacturer narrative:
Follow up 14-nov-2016: quality-safety evaluation of ptc (B)(4). No sample available for this investigation. Since we have no valid lot number for this case, we were unable to conduct a review of the manufacturing batch record. We are unable to confirm any quality defect or device malfunction at this time. Although we were unable to confirm this complaint, we cannot exclude the possibility of having a technical issue involved in the complaint. There was no event reported which indicates a new technical failure mode for the device. As a product quality defect could not be confirmed but is considered plausible a relationship with the reported medical events cannot be totally excluded. However, the reported medical events are known possible undesirable events and not indicative of a quality deficit per se. Since no batch number was reported, a batch investigation with respect to similar ae cases is not applicable. No specific quality issue was defined, therefore no meddra llt can be provided. Company causality comment: this case report received from a lawyer on behalf of an adult female plaintiff who had essure (fallopian tube occlusion insert) inserted and experienced pelvic pains, increased bleeding during menstruation and dyspareunia after the implant procedure. Two years later, she underwent a bilateral salpingectomy as definitive solution to the pain, bleeding, and dyspareunia. These events are anticipated according to reference safety information for essure. Pelvic pain, dyspareunia and menstrual pattern changes may occur during essure use. Considering their nature per se and the absence of alternative explanation, causality with essure use cannot be excluded. Since device removal was required, this case is regarded as incident. According to technical analysis, a product quality defect could not be confirmed but is considered plausible. Further information will be obtained through litigation process.

Manufacturer narrative:
This spontaneous case was reported by a lawyer and describes the occurrence of pelvic pain ("pelvic pains/gradually increased in intensity/ pain") in an adult female patient who had essure (batch no. 626919) inserted for birth control. The occurrence of additional non-serious events is detailed below. In 2008, the patient had essure inserted. On an unknown date, the patient experienced pelvic pain (seriousness criteria medically significant and intervention required), menorrhagia ("increased bleeding during menstruation"), dyspareunia ("severe dyspareunia"), vaginal haemorrhage ("vaginal bleeding"), allergy to metals ("nickel allergy"), dysmenorrhoea ("dysmenorrhea"), alopecia ("hair loss") and abdominal pain lower ("lower abdominal pain") and was found to have weight decreased ("weight loss"). The patient was treated with surgery (hysterectomy (partial) , salpingectomy). Essure was removed on (B)(6) 2010. At the time of the report, the pelvic pain, menorrhagia, dyspareunia, vaginal haemorrhage, allergy to metals, dysmenorrhoea, weight decreased, alopecia and abdominal pain lower had resolved. The reporter considered abdominal pain lower, allergy to metals, alopecia, dysmenorrhoea, dyspareunia, menorrhagia, pelvic pain, vaginal haemorrhage and weight decreased to be related to essure. Diagnostic results (normal ranges are provided in parenthesis if available): hysterosalpingogram - in 2008: total bilateral occlusion. Most recent follow-up information incorporated above includes: on 4-jan-2019: pfs received: lot number added. Events: vaginal bleeding, nickel allergy, dysmenorrhea, weight loss, hair loss and lower abdominal pain added. Incident: we received a lot number/returned sample in this case. A technical investigation will be conducted, including a batch review, and a review of complaint records and other non-conformances data; should any new and reportable information become available as a result, this will be provided in a supplementary report.